Manufacturer narrative:
The hydrus microstent was discarded by the user facility and not available for evaluation. Device identifiers were requested, but not received. The cause of hyphema during the hydrus procedure is unknown, but may be attributable to the use of iris hooks used for cataract surgery. Poor visualization due to hyphema while removing the microstent is the likely cause of iridodialysis. Although the device is not available for evaluation the investigation of the event led to a conclusion of use error. Hyphema obscuring surgeon's view, iridodialysis, dysphotopsia, and inability to implant the microstent are listed in the device labeling as a potential adverse event. Manufacturer reference #: (B)(4).

Event description:
The ivantis representative who was present at this surgeon's training case reported an iridodialysis and heme obstructing the surgeon's view of the target tissue and implant location during surgery. The following is a summary of the case: cataract surgery was performed using manual dilation with iris hooks, which required washing of the cornea due to heme from the hooks. Initially the microstent did not release from the delivery system, but after following instructions of the trainer the microstent was released. During and immediately after implantation, the view was obscured by heme and poor gonioscopic coupling. After irrigation and aspiration, approximately 1/3 of the microstent was visible in the anterior chamber. The surgeon attempted recapturing the microstent with the delivery system but switched to forceps to remove the implant. Following irrigation and aspiration to remove viscoelastic and heme, an iridodialysis was observed. The surgeon administered diamox for iop control and advised the patient that secondary surgery for iris repair was likely. Additional information was requested from the surgeon and the company representative; the following event details were provided to ivantis. The patient was an (B)(6) year-old male who underwent surgery in the right eye on (B)(6) 2021. The patient's preoperative medicated intraocular pressure (iop) was 13 mmhg with best corrected visual acuity (bcva) 20/60. The surgeon's description of the event was "hydrus not fully inserted in schlemm's canal. Iridodialysis occurred inferonasally during removal with forceps." No microstent was implanted in the patient. Postoperatively the patient's iop has been controlled and there has been no bcva loss. At approximately 2 weeks postoperatively, the patient reported experiencing glare and iris repair is still under consideration. Patient follow-up is being requested.